Event description:
It was reported that patient underwent total shoulder arthroplasty procedure on (B)(6) 2011 utilizing a humeral stem inserter. During the procedure, the surgeon had difficulty disengaging the inserter from the implanted humeral stem. Ultimately the inserter was able to be disengaged with no patient injury or significant delay to the procedure.

Manufacturer narrative:
The device was found to be out of specification but evaluation suggests that the out of specification condition is isolated and occurred subsequent to distribution from biomet.

Manufacturer narrative:
The user facility was notified of the event on (B)(4) 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. Evaluation of the returned component found it to be out of specification. Additional units from this lot were evaluated and found to be conforming. Further investigation into the cause of the out of specification condition is ongoing. Upon completion of evaluation, a follow up report will be sent to the FDA.